Event description:
Event description guidant received information that patient with this transvenous left ventricular (lv) pace/sense lead was experiencing diaphragmatic stimulation at/near the pacing threshold and a loss of capture was noted for the right ventricular (rv) defibrillation lead. Both leads were reported to be explanted without complication. It was further noted that the rv defibrillation lead was perforated during a coronary artery bypass graft procedure. It was reported that two epicardial leads were placed on the lv wall. The model 4047 serial 106884 lead was surgically capped, however, as the physician plans to implant a new rv defibrillation lead within the next week.